Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced an unsuccessful attempt to reactivate the device approximately two months after implant. After several attempts to activate the aus, the physician decided a revision surgery was needed; evidence does not suggest this procedure has been performed yet. No patient complications were reported.